Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 02-feb-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported, "upon suctioning at the bedside the rn [registered nurse] heard an audible leaking from the suction catheter. The patient desaturated to an oxygen level in the 80 percentile range. The rt [respiratory therapist] was called to the bedside. The in-line suction catheter was changed. When the rt was attempting to suction the rt was unable to pass the suction catheter and then was unable to remove the suction catheter from the ett[endotracheal tube]." The patient desaturated to an oxygen level in the 50 percentile range and the patent's heart rate was in the 60 beats per minute range. The rt requested assistance of the bedside rn and resource rn (both at the bedside) to remove the suction catheter from the patient's airway. The resource rn held the ett while the bedside rn ensured the ett was straight. The clinician was able to remove the catheter with firm steady pressure. When the rt suctioned with the new in-line suction catheter a large amounts of frank red blood was present. The patient received oxygen therapy. Additional healthcare providers were called to the patient's bedside. Two doses of epinephrine were administered via the ett and three doses of fentanyl were administered intravenously.